Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had on going to beep with no alerts nor displays. The customer¿s blood glucose was 283 mg/dl. The customer reported that they had performed troubleshooting in previous call and performed the self test and the test were passed. The customer stated that they had rested the insulin pump and calling back. The customer reported that insulin pump will need to be replaced and refer to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated. Unable to perform any test or verify unresponsive button due to frozen screen.